Event description:
The complainant reported that an impella cp pump was implanted in a patient with acute myocardial infarction and cardiogenic shock. During use, the device experienced optical signal loss. Despite this, the impella continued to provide effective hemodynamic support, and its function was not affected.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The clinical detailed that the placement signal went out upon shockwave pulsing. The pump was not returned. The data logs were reviewed and confirmed placement signal not reliable alarm. The root cause of the issue was a damaged sensor due to interaction with the shockwave device. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.